Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on the returned product download. Reader (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Reader did not turn on with button depression, strip or usb cable insertion. Connected reader to computer and it was not able to recognize the reader. De-cased the reader and performed visual inspection was performed and no issues were observed. Placed the reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did not turn on. Replaced the returned battery with a new unused battery, the reader did not turn on. Placed the reader with the new unused battery into the reader pcba fixture and applied pressure to the cpu. The reader turned on. Measured the returned battery and results were not within specifications. Applied pressure to the microcontroller processor (mcp) and reader did turn on. Therefore, issue is confirmed to poor soldering of the mcp. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. B5 event description updated to reflect the no battery/power issue.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a loss of consciousness, requiring hcp treatment of glycogen for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss was reported with the adc device and customer was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness, requiring hcp treatment of glycogen for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.